Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The complainant indicated that the device has not been disposed of at the user facility and will not be return for evaluation; therefore, a failure analysis of the device could not be completed. The customer complaint could not be confirmed and the root caused is undetermined.

Event description:
It was reported to boston scientific corporation in late 2005 that a hydra jagwire device was used during an endoscopic retrograde cholangeopancreatography (ercp) procedure on a (patient age, gender and weight unknown). According to the complainant, the "wire stripped" and was replaced with another hydra jagwire and the procedure was completed successfully.